Manufacturer narrative:
Investigation conclusion: customers complaint was not replicated with in-house testing of retain lot w63644rb. No issues with tni recovery were observed and the product performed as expected. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (97000hseu) is not approved in the united states, this event is being reported as the device is same/similar to catalog number 97000hs, 510(k) number k030286.

Event description:
Customer alleged a discrepancy with one patient. Patient tested on triage yielded a tni of 0.1, which is positive per customer. Patient sample was sent to the laboratory for confirmation and the lab yielded a tni result of <0.05. Sample was repeated on the triage system in the medical unit and the result was <0.05. Customer stated the triage devices are left in direct sunlight while incubating. Customer stated the alleged discrepancy might not have been a triage issue and they are investigating.